Event description:
The initial reporter questioned low results for multiple patient samples tested for ise indirect k for gen.2 on a cobas pro ise analytical unit. The following are examples of discrepant results for 5 patient samples: patient 1 initial result was 3.7 mmol/l. The repeat result was 4.20 mmol/l. Patient 2 initial result was 3.8 mmol/l. The repeat result was 4.3 mmol/l. Patient 3 initial result was 3.7 mmol/l. The repeat result was 4.2 mmol/l. Patient 4 initial result was 3.5 mmol/l. The repeat result was 4.0 mmol/l. Patient 5 initial result was 3.6 mmol/l. The repeat result was 4.1 mmol/l. No questionable results were reported outside of the laboratory. The k electrode lot numbers were m8441 with an expiration date of 09-dec-2023 and l9558 with an expiration date of 15-aug-2023.

Manufacturer narrative:
The customer noted calibration issues and stated the issue was solved by recalibrating. The investigation is ongoing.

Manufacturer narrative:
The customer replaced a potassium (k) electrode and had no further issues. It is not clear which k electrode was replaced. The ise check report provided indicates all the electrodes were functioning normally. The data provided does not suggest an instrument or an electrode issue. The investigation did not identify a product problem. The cause of the event could not be determined.